Event description:
This system was removed because the ra and rv leads flipped to unipolar and there was loss of capture in unipolar. The physician chose to replace the whole system.

Manufacturer narrative:
Upon receipt, the pacemaker was interrogated and the memory content was analyzed. Low lead impedances were documented in the atrial and in the ventricular channel resulting in lead failure events, confirming the clinical observation. The battery status was found to be greater than 85 percent which is as expected after an implantation duration of approximately 17 months. The header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Also the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal in amplitude and frequency as programmed. The impedance measurement function was tested showing no anomalies. There was no indication of a device malfunction. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.